Event description:
The MFR's rep reported that the pt presented to the emergency room experiencing overdose. The pt is receiving compounded baclofen via the drug delivery system. Specific symptoms were not reported. A follow-up report will be sent if additional info becomes available to co.

Event description:
The manufacturer's representative reported that the patient was "not in overdose". The pump was turned of but the unspecified symptoms the patient was experiencing continued. The pump was eventually restarted and the patient was discarged from the hospital> reported to be doing "ok" no additional information is available.